Event description:
It was reported that the user received an alert to connect the cgm or enter blood glucose while the sensor indicated it had remaining life and was in warmup; intermittent communication issues were suspected between the dexcom g7 and the ilet, and the device component implicated was the antenna/electrical-magnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the antenna/electrical-magnetic component, after which the sensor completed warmup, paired to the ilet, and displayed a blood glucose of 133 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.